Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ extension set tubing snapped in half and leaked during use. The following information was provided by the initial reporter: "syringe tubing snapped in half when rn went to place label on it. Syringe tubing already in line with morphine continuously infusing to patient. Patient had a 1 minute pause in their continuous morphine and required new tubing to be primed and reattached to lines." "Did you experienced any leakage due to the reported failure? Yes. Pump was paused immediately and no harm came to patient."

Manufacturer narrative:
One extension set was received and tested by our quality team. The separation was immediately apparent, and the complaint was verified. After visual analyses under microscope, the failure was found to be a lack of solvent applied to the tubing to female luer junction during production. The manufacturing team has been notified and they have issued a quality alert to eliminate further occurrences of this failure. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxguard¿ extension set tubing snapped in half and leaked during use. The following information was provided by the initial reporter: "syringe tubing snapped in half when rn went to place label on it. Syringe tubing already in line with morphine continuously infusing to patient. Patient had a 1 minute pause in their continuous morphine and required new tubing to be primed and reattached to lines." "Did you experienced any leakage due to the reported failure? Yes. Pump was paused immediately and no harm came to patient."